Event description:
Reportedly, the device was explanted at implant because ¿it didn¿t look right.¿ report received from (B) (4) sales representative via telephone. He was notified on the 11th of may that an explant had taken place. His conversation was with the nurse, nurse stated that surgeon explanted the valve because ¿it didn¿t look right ¿ the leaflets didn¿t look right.¿ no tee was done as this was all before any testing. No additional information regarding the event was provided. Sales representative has not talked to the surgeon as he is on vacation but will talk to him next week. Device will be returned for evaluation.

Manufacturer narrative:
On a service visit on (B) (6) 2010, by a field application specialist, the begin of day settings for electrode service were changed from every 3 days to 1 day and the clean mixtower setting was changed from every 7 days to every 1 day. The customer has not had any issues at this point.

Event description:
Customer reportedly received results of 31.2 mmol/l and 8.3 mmol/l within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
Investigation of the data provided indicated the patient samples tested on (B)(6) 2010 and (B)(6) 2010, which gave imprecise sodium results were performed using a sodium electrode which had already expired at the time of the event. Sodium lot number 21592526 in use at time of event expired (B)(6) 2010. In addition, the customer was not performing instrument maintenance sufficiently with regards to their daily patient throughput. These might be reasons for the imprecise sodium recoveries on the integra 800 analyzer. The involved sodium electrode was replaced. The customer improved the instrument maintenance. No further similar events have been reported by the customer.

Event description:
User received discrepant sodium results for one patient sample. Initial result gave 130; sample repeated 6 times giving 137, 136, 135, 136, 136, and 136 mmol/l. The discrepant result was not reported; the patient was not affected. Sodium electrode lot number was not provided. The customer replaced the mix tower on the ise module and did not have any result issues since then. The field service representative also found a problem with the ise tubing. He ran check test precision, replaced ise tubing and reference electrode, adjusted wash time and verified mix and dry pressures. Calibration, controls and patient precision study were run verifying analyzer performance.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.